Event description:
The reporter indicated the surgeon implanted a 12.5 mm icm125v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2012. The lens was explanted on (B)(6) 2012 due to excessive vaulting. Subsequently, the patient experienced elevated iop. The icl was exchanged for a shorter lens which resolved the problem.

Manufacturer narrative:
Weight - unk. (B)(4).

Manufacturer narrative:
Method: lens work order search. Medical review. Results: visual inspection of the returned product showed the lens was returned dry with a torn haptic and a clear surgical residue on the lens. A lens work order search revealed that there was one similar complaint for the same type of problem from this work order. The lens was remeasured and compared to the original value and found in specification. Therefore, it can be justified that the complaint was not product related. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop, ect.). To prevent any of these complications from occurring, staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect outcome of the patient's vision. (B)(4).